Event description:
Flow rate was too fast. Emptied in 1.5 days (36 hours) instead of 2.2 days (52.8 hours). No patient injury occurred and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter. The info provided indicated that the pumps infused too quickly. No additional info has been received, although requested. The initial reporter indicated that the sample was available, but has not yet been received. The complaint is under investigation.